Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was rep states that the patient texted them earlier today to state that their battery is getting hot when charging. Rep later read direct message from patient stating "stim is getting warm when charging". Rep did not know when this had begun, or if the patient was experiencing heating at the antenna paddle or at the ins, or at the controller. Rep reports she plans to call patient back after this call. Rep did not provide any additional information at the time of call. The caller was not with the patient. Ts advised rep to have patient call ps for troubleshooting, as it was unclear at time of call what component or device was heating. Ts reviewed changing the speed settings on the controller for recharging, as well as possibility of replacing the rtm if it is too hot to touch. Ts also reviewed having patient report if their charge duration or efficiency has changed. Pt called back regarding information as documented in this case. Pt said that they had been getting error codes rm03 and rm04 when trying to recharge the ins. Pt said that lately they had been having issues as they were unable to recharge the ins unless they used the emergency one on the bottom; pt went on to say that when the equipment would be looking for the device and for the recharge quality, but it never connected and then it would give them the option to try again or recharge and they would have to put it between the two numbers; pt said that they were able to do that and get a charge but then the controller would say that the controller battery was dead and to connect the controller to the ac power supply, so they would connect the ac power supply to the controller and the controller would show that the controller battery was at 100%. Pt said that they would then plug the recharger back into the controller and they were able to play with the equipment to get the ins to charge, but the errors had been occurring for over a week now. Pt noted that they tried calling ps last week but they got disconnected a few times. Pt saw no apparent damage to the recharger. Pss asked the pt if the recharger would overheat when trying to recharge the ins; pt said only recently when they would do it but when charging the old way the control box (pss understood that the pt was referring to the recharger relay box) would just get warm but when using the regular way to recharge the device would get pretty warm. Pt said that they would have to reset the controller every time they try to recharge the ins. Pt said that they had issues in the beginning of february and that they recently had stomach surgery so they had been cranking up the stimulator so they noticed the issues more frequently the past two weeks since they needed to recharge the ins more. Pt said that they had the ins back down to where they normally get three days out of an ins charge. Pt said that the controller would find the ins without the recharger connected but with the recharger connected the equipment couldn't check the charge quality at all. Pt said that they were suing the hcp who implanted the ins for medical malpractice for screwing up their back. E-mail to repair to replace the recharger.

Manufacturer narrative:
Concomitant medical product: product ID 97755, serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) revealed a recharger problem, cannot continue, call manufacturer message. Insulation is pulling out of rtm donut. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.